Manufacturer narrative:
Unique identifier (UDI)# (B)(4),

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for 2 patient samples tested on a cobas 8000 cobas ise module (double). Of the data provided 1 patient had a reportable malfunction for potassium. The initial potassium result was 4.8 mmol/l with a repeat result of 6.1 mmol/l. The erroneous result was not reported outside of the laboratory. The repeat result was deemed to be correct. There was no adverse event. The potassium electrode lot was l6255 with an expiration date of 12-nov-2018. The field engineering specialist was unable to find a root cause. He flushed the vacuum valves, tightened the ion selective electrode (ise) sipper tube fitting, flushed the vacuum nozzle, and replaced a worn sample probe slider on the sample mechanism.

Manufacturer narrative:
The customer stated that there have been no further issues following the field engineering specialist service visit. The investigation was unable to find a definitive root cause.